Event description:
It was reported that during an esophagectomy, the blade was broken during use. The device did not touch forceps nor clips. The blade tip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.